Manufacturer narrative:
The device has not been returned to medtronic for eval. Unable to determine cause of the event.

Event description:
It was reported that the pt with history of l3 osteotomy and posterior spinal fusion at l2-l4 underwent a second surgery for t12 osteotomy and posterior fusion at t10-l5. Approx 9 months post-op, the pt underwent a revision surgery due to pseudoarthrosis and a fractured rod for removal of posterior instrumentation and re-instrumentation of osteotomy.